Event description:
Information was received indicating that this ambulatory infusion pump failed accuracy testing by -9.85%. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that this pump exhibited an error code. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® 1 pump was returned for analysis in good condition. Device history log revealed two 10ml bolus test followed by one 20ml bolus test. Delivery accuracy testing was conducted and found that the pumps average delivery error to be within the published specification of +/-6%; not confirming complaint. Based on the evidence, the device functions within specification with no problems found.